Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The alternate oxygen switch, mixer, and the anesthesia control board were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit indicated an alternate oxygen error. There was no report of patient involvement.